Event description:
It was reported that this right ventricular (rv) lead exhibited low out-of-range (oor) pacing impedances, measuring less than 200 ohms. In addition, low amplitude and decreased sensing were observed. Subsequently, a revision procedure was performed. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.